Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8324798, medical device expiration date: n/a, device manufacture date: 2018-11-20. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no sample was received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8324798 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch #8324798. Root cause description: undetermined. No root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needles ns 25ga 5/8in tw ch experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: material no.: 301076 batch no.: 8324798, unknown. Our customer complaint team has received a complaint described as it follows: ¿the needle detaches from the syringe when inserting into patient¿s arm.¿ tracing our batch, the identified raw material involved with the complaint is 301676; bd lot: 8324798. At this point, we do not have samples available for review; however, our customer might be able to ship back 34 units from the reported lot. Incident date: quantity: - department secluded 34 units of affected product lots to be returned. Cat no /part# - kit arterial 25ga 1ml blood gas auto venting luer slip heparin needle 9025tru lot/serial# - lot #: 0004101521. Was product used on patient? - yes.